Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, it was difficult to obtain capture in the lead cathode. There were several attempts to reposition the lead with no success. A new lead was implanted. No patient complications have been reported as a result of this event.